Manufacturer narrative:
The reported field events of high pacing lead impedance and increased thresholds were confirmed to have occurred in the field via review of trending data. The device was tested on the bench and using automated test equipment and was found to be normal. The lead impedance measurements were normal. The root cause of the field events could not be determined.

Event description:
Clarification of event: high pacing lead impedance was observed, not hv lead impedance as initially reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow-up, high hv lead impedance and increased thresholds were observed. The device was explanted. The patient condition was good.